Manufacturer narrative:
Clarification to h10 related report numbers: mrn 9617229-2023-18346 was previously submitted for the report of "patient with allergan textured breast prosthesis that currently has anaplastic large cell lymphoma". An affected side was not specified in this initial report, and so it was assumed to be on the left. It has now been confirmed that alcl was diagnosed on the right side. All applicable event information reported in mrn 9617229-2023-18346 has been consolidated into this report. Clarification to d6b explant date: partial date of 2023; before (B)(6) 2023. A review of the device history record has been completed. No deviations or non-conformances noted. Further investigation: the review of the documentation associated to the manufacturing process indicates that all devices involved in this work order were released in accordance with abbvie¿s procedures and were no defects/problems/issues found in the documents or in the personnel training related to the reported event. Additionally, no ER/ ncr(s) were identified during the investigation associated with this lot and the complaint. According to the complaint review there is no information if the device will be returned for analysis in the device analysis laboratory. However, the reported event lymphoma ¿ alcl is classified as medical and it is unable to observe, therefore it is unable to be confirmed. A review of the current risk documents was performed in rmf-chl-bi family (v15.0), and the event of bia-alcl is a known hazard for breast implants. Considering that there is no adverse trend for this type of event, no additional actions are deemed required at this time. The issue with lymphoma ¿ alcl will continue to be monitored and corrective actions will be taken in the future if deemed appropriate. The events of "seroma-late" and "lymphoma-alcl" are physiological complications and analysis of the device generally does not assist abbvie in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: bia-alcl; "periprosthetic fluid"; "broken prosthesis".

Event description:
Patient representative reported "patient with allergan textured breast prosthesis that currently has anaplastic large cell lymphoma and different health problems, with physical and psychological sequels". Pathological markers cd30+ and alk- have been confirmed on the right side following capsulectomy. Healthcare professional also reported "broken prosthesis" and "right periprosthetic fluid". Healthcare professional also reported "breast parenchyma nodule", which is not device-related. Device has been explanted and replaced. Device has been discarded.